Manufacturer narrative:
The device was returned to olympus for inspection. A root cause for the distal end burn could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Additionally, a root cause for the shaved port was determined to be due to component failure. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope distal end had a burn, and the forceps channel port was shaved. There was no patient involvement.